Event description:
The 3m tubing leaking at the seam of the rectangular bubble chamber. There was no connection points at this part of the tubing that could have been loose. No IV pump or pressure bag was being used. We were using high flow tubing. Tubing was leaking around the bubble chamber onto the electric outlet which set off the panel alarm. The tubing was inspected for site of leakage and it was seen leaking around the rectangular bubble chamber which is built into the tubing. There are no connection points here that would have been loose. No pressure bag or inline IV pump was being used. FDA safety report ID # (B)(4).